Event description:
On 12/21/07 nellcor puritan bennett received a report of a npb 39030 being setup for patient use when it was found to have no post tones and no alarms when a parameter was violated. The monitor was not used with any patient.

Manufacturer narrative:
There was no patient involved in this report. Nellcor puritan bennett has requested the device be returned for failure investigation, however, the customer declined to do so. This device is no longer manufactured. The service history records for this device were reviewed and it was returned for an error of locking up and was repaired fully functional and returned to the customer 6/2000. If the device is returned for failure investigation, a supplemental report will be submitted with the findings.